Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The physician reported as "we have noticed that the pt needed often adjustments for the device, but we no obvious reason (obvious leakage, etc). In the last 6 months, the pt started to gain weight and we had to adjust the lap-band several times. During our last adjustment, we saw that there was obvious leakage from the band's ring. We had to remove the band and place a new one."